Event description:
It was reported that the patient needed smaller rear tip extenders for their inflatable penile prosthesis. The rear tip extenders were replaced along with the pump. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.